Event description:
It was reported that during a surgical procedure, one half of the tip of the grasper fell off into the surgical site. The piece was retrieved. The surgical time was extended. There was no adverse impact on the pt.

Manufacturer narrative:
The device is being evaluated by the engineering staff. I will file a supplemental report when the investigation is completed.